Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer awoke, the customer experienced elevated blood glucose (bg) levels ranging from 250-319 (mg/dl). To address the bg level, the customer delivers a correction bolus with the pump. System check with tandem technical support was performed and showed that the pump was performing as intended. During the call, the customer changed all of the supplies on the pump and resumed insulin delivery. Recommendation was made to consult with health care provider regarding the profile settings for the morning hours as the customer stated bg levels returns to target level around lunch time. Tandem technical support offered further follow-up to ensure bg level returned to target range; however, the customer declined.